Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had battery cap damage due to a stripped coin slot. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported that they are unable to remove the battery cap from the insulin pump. The blood glucose reading is 180 mg/dl. Nothing further reported.